Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode switch episodes were observed due to oversensing of noise during high voltage impedance lead measurements. Programming changes were recommended.